Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, at the time of grasping tissue, the bipolar fenestrated grasper (bfg) pulley broke and dropped into the patient cavity. The surgeon located the plastic fragments using the other instruments, the broken instrument was then withdrawn following the broken instrument procedure, and the assistant retrieved them laparoscopically through the assistant port using a laparoscopic grasper. There was no patient injury.